Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 382805 dermahook 1/2 hook 10 pkg/bx 6 hks/pkg for investigation. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that all six hooks were returned. No visible defects were observed for three of the hooks. One hook was returned covered in scratches and deformities, the band was not returned with the hook, and the suture thread was broken. The two remaining hooks were returned broken with broken bands and suture threads; additionally, both broken base halves were returned and only one hook half was returned. The base that the broken hook half belonged to could not be determined. The breaks on the two hook bases and hook half were observed to be shear clean breaks. The manufacturing team was consulted regarding the details of this complaint. The probable root cause of these breakages was determined to be supplier related. There was biological material observed on the devices. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "inspect each durahook and dermahook prior to use. Specifically, ensure the integrity of the elastic band. If the elastic band contains tears, splits or other damage, do not use. Do not overstretch the elastic band. Durahooks and dermahooks are sterile, single use and disposable. Do not resterilize." The reported complaint of "broken hook" was confirmed based upon the samples received. The customer returned one unit of 382805 dermahook 1/2 hook 10 pkg/bx 6 hks/pkg for investigation. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that all six hooks were returned. No visible defects were observed for three of the hooks. One hook was returned covered in scratches and deformities, the rubber band was not returned with the hook, and the suture thread was broken. The two remaining hooks were returned broken with broken bands and suture threads; additionally, both broken base halves were returned and only one hook half was returned. The base that the broken hook half belonged to could not be determined. The breaks on the two hook bases and hook half were observed to be shear clean breaks. The manufacturing team was consulted regarding the details of this complaint. The manufacturing team was consulted regarding the details of this complaint. The probable root cause of these breakages was determined to be supplier related. Nonconformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "two of the six weck derma hooks broke/snapped while being used to retract the patient's dura during a craniotomy surgery. These hooks were on traction so when they broke, they startled the surgeon who was under the microscope during that time. Resulted in the need for increased monitoring." 2 units involved. Associated mdrs: 3003898360-2025-00922 and 3003898360-2025-00923.

Event description:
It was reported that "two of the six weck derma hooks broke/snapped while being used to retract the patient's dura during a craniotomy surgery. These hooks were on traction so when they broke, they startled the surgeon who was under the microscope during that time. Resulted in the need for increased monitoring". (B)(4) units involved. Associated mdrs: 3003898360-2025-00922.

Manufacturer narrative:
(B)(4).